Manufacturer narrative:
Please note that the gender of the patient is unknown. Phone: (B)(6). The device was received, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. A device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 5x100mm saberx pta catheter ruptured at 6 atmospheres (atm) during initial dilation. Another saber balloon was used to complete the procedure. There was no reported patient injury. The device will be returned for analysis. The patient's information was unknown. The target lesion was the left superficial femoral artery. The lesion was heavily calcified and not tortuous. The rate of stenosis was 99%. There was no difficulty removing the saberx from the hoop or removing the balloon cover/stylet. There were no kinks or damages noted to the device prior to use. The device was prepped normally with no anomalies noted during prep. The contrast media, contrast ratio, and brand indeflation device were unknown. After a guidewire crossed the lesion (it is unknown if it crossed without difficulty), the saber pta catheter was delivered to the lesion for poba (plain old balloon angioplasty). It is unknown if there was resistance/friction as the device was inserted into the patient; or if there was difficulty experienced as the device was advanced to and across the lesion. However, it ruptured at 6 atm during its initial-dilation. It was unknown if the catheter was ever in an acute bend or kink during use. It is unknown if the balloon initially inflated normally before rupture. It is unknown if the balloon catheter was removed easily from the patient; however, it was removed intact (in one piece). The saber pta was changed to another new saber pta (6mm). The procedure was finished successfully. There was no reported patient injury. The product was clinically used.

Manufacturer narrative:
Complaint conclusion: the balloon of a 5x100mm saberx pta catheter ruptured at 6 atm (six atmospheres) during initial dilation. Another saber balloon was used to complete the procedure. There was no reported patient injury. The patient¿s information was unknown. The target lesion was the left superficial femoral artery. The lesion was heavily calcified and not tortuous. The rate of stenosis was 99%. There was no difficulty removing the saberx from the hoop or removing the balloon cover/stylet. There were no kinks or damages noted to the device prior to use. The device was prepped normally with no anomalies noted during prep. The contrast media, contrast ratio, and brand indeflation device were unknown. After a guidewire crossed the lesion (it is unknown if it crossed without difficulty), the saber pta catheter was delivered to the lesion for poba (plain old balloon angioplasty). It is unknown if there was resistance/friction as the device was inserted into the patient; or if there was difficulty experienced as the device was advanced to and across the lesion. However, it ruptured at 6 atm during its initial dilation. It was unknown if the catheter was ever in an acute bend or kink during use. It is unknown if the balloon initially inflated normally before rupture. It is unknown if the balloon catheter was removed easily from the patient; however, it was removed intact (in one piece). The saber pta was changed to another new saber pta (6mm). The procedure was finished successfully. There was no reported patient injury. The device was returned for analysis. One non-sterile unit of saber 5mm x 10cm 155cm balloon catheter was returned. Per visual analysis the balloon had been inflated and fully deflated. No other damages were noted in the device. Per functional analysis pressurized water was applied to the catheter using an indeflator (lab sample), and a leakage was observed in the distal section of balloon. Per sem analysis the external surface revealed evidence of scratches and abrasion marks that could be related to the balloon pinhole. The internal surface and distal marker band did not reveal any evidence of damages. No other anomalies were found during the analysis. A device history record (DHR) review of lot 17336341 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp (peripheral)¿ was confirmed through analysis of the returned device. The exact cause of the pinhole could not be determined during analysis. Based on the information available for review, vessel characteristics (heavy calcification and a rate of stenosis of 99%) may have contributed to the burst as evidenced by abrasions noted on the outer surface during analysis. According to the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the DHR review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken.